Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 with a one day history of blood in her stool, vomiting blood and she was hypotensive. The patient's daily dose of warfarin and aspirin were held on admission and she was seen by a gastroenterologist. The patient had previously been taking oral pantoprazole and on (B)(6) 2015, she was started on an intravenous (IV) drip of pantoprazole per the recommendation of the gastroenterologist. On (B)(6) 2015, the patient underwent an upper gastro-endoscopy as well as a colonoscopy. The endoscopy revealed no abnormalities but the colonoscopy showed blood in the rectum and sigmoid colon. The colon was washed and no focal bleeding lesion was noted so there was no intervention done during the colonoscopy. The patient was also given one unit of packed red blood cells (prbcs) on (B)(6) 2015. Her stool was positive for occult blood on (B)(6) 2015. The melena continued to (B)(6) 2015 when she underwent a single balloon small bowel enteroscopy which revealed no abnormalities. The gastroenterologist recommended that the patient be monitored for further bleeding and that her doses of aspirin and warfarin continued to be held. The patient's hemoglobin and hematocrit remained stable after the (B)(6) blood transfusion. It was planned to discharge the patient on (B)(6) 2015 however she was noted to be hypervolemic with a weight gain of 7 kg. The patient had not been able to tolerate adequate fluid removal during her normal hemodialysis due to hypotension. She was transferred to the intensive care unit (ICU) for volume removal via continuous veno-venous hemofiltration with a plan for vasopressor or inotropic support as needed. The patient tolerated the continuous veno-venous hemofiltration well and support from vasopressors or inotropes was not needed. A net volume of 7 liters was removed by (B)(6). The patient was put back on oral pantoprazole on (B)(6). She was discharged to home on (B)(6) with instructions to resume her dose of warfarin on (B)(6) 2015 but to continue to hold her dose of aspirin until further notice. She resumed her outpatient dialysis schedule starting on (B)(6) however she was still not able to tolerate the fluid removal due to hypotension. She was readmitted on (B)(6) to address the hypotension. On admission she reported a cough that was attributed to congestion from hypervolemia. The hypotension during dialysis was successfully treated with the addition of oral midodrine. Continuous veno-venous hemofiltration was started on (B)(6). The patient was able to tolerate hemodialysis again on (B)(6). She was discharged to home on (B)(6) and was able to tolerate hemodialysis with fluid removal and her cough was improved. A note from the patient's clinic follow-up visit on (B)(6) 2015 stated that "with augmentation of her midodrine dose, her hypotension with dialysis resolved".

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including gastrointestinal bleeding, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Devices remain implanted.